Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. .

Event description:
The customer reported that the patient had an infection in a joint which had previously been implanted with a scorpio nrg. The joint required a wash out. The customer reported that the ps poly needs replacing but that no revision has taken place currently